Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperatively, an end to end anastomosis was performed with the device. The device was properly closed and removed. During the surgery, no occurrence has been registered. The surgeon claimed in post-op that there was bleeding. The surgeon suggested that this bleeding was due to the device. The device could be tilted after firing and was not bent. Conservative therapy was followed to resolve the issue.